Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 07-aug-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated they did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Grandson is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer's expected blood glucose test result range was not provided. The customer reported feeling shaky and having a headache; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter. The test strip lot manufacturer's expiration date is 12/25/2026; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.